Event description:
The customer reported scrambled images on live monitor pt and a line was across an image. A pt was involved, but not injures.

Manufacturer narrative:
The service rep could not duplicate malfunction, but was able to review a saved image. Removed and replaced image processor at customer request. System operating as designed.